Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced a partially retracted needle during use. The following information was provided by the initial reporter: a piece of plastic remained stuck inside the coloured catheter hub after retraction of the needle, instead of protecting the needle in the handle. The checks had been carried out correctly, bevel faced towards the top to stick. The plastic protector therefore blocked the catheter lumen. The child therefore had to have the catheter removed and replaced by a new one. The device has been preserved.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used catheter adapter and one opened package. Needle retraction failure defect could not be verified as the part of the unit that houses the needle was not returned for investigation. However, based on the verbatim in the report and on the fact that no foreign piece of plastic was found in the returned sample, it appears that the report was on the actuator part of the unit. Prior to decontamination of the returned sample, it was observed that the product did not show any actuation of the septum therefore it is unlikely that actuation occurred during use. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22 ga 1.00 in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22 ga 1.00 in experienced a partially retracted needle during use. The following information was provided by the initial reporter: a piece of plastic remained stuck inside the coloured catheter hub after retraction of the needle, instead of protecting the needle in the handle. The checks had been carried out correctly, bevel faced towards the top to stick. The plastic protector therefore blocked the catheter lumen. The child therefore had to have the catheter removed and replaced by a new one. The device has been preserved.